Manufacturer narrative:
The additional triclip delivery system (tcds) referenced in b5 is filed under a separate medwatch report number. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported clip failing efaa and difficult clip deployment could not be replicated in a testing environment during returned device analysis. Based on all available information, causes for the reported clip failing efaa and difficult clip deployment could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na

Event description:
It was reported that this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 5. The first triclip delivery system (tcds) was advanced to the anterior/septal leaflet and the leaflets were grasped. While establishing final arm angle (efaa) the clip opened to 30 degrees. The clip was re-opened and locked, and it successfully passed efaa. During deployment the clip wouldn¿t disconnect from the tcds even with troubleshooting steps performed it took several attempts to deploy the clip. The clip remains implanted and stable on both leaflets. A second tcds was advanced in the patient. Grasping was difficult, but the leaflets were grasped and efaa was performed. The clip opened to 30 degrees, therefore it was re-opened and locked. The clip failed efaa again, however the physician decided to deploy the clip. Post deployment it was noted on fluoro that the clip opened 30 degrees again, and the tr increased. The clip remains implanted and stable on both leaflets. The procedure was complete with no other clips implanted, reducing the final tr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).